Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing. Prior to the lead revision procedure, upon fluoroscopy imaging, it was confirmed that the atrial lead had dislodged. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.